Event description:
It was reported that during a laparoscopic sigmoid colectomy, while using the device for a while the seal cap tore. No pieces fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.